Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-cover had fallen off the monopolar curved scissor. This was observed after scissors had been taken out in connection with changing instruments. The tip-cover was located outside the patient on the floor. The procedure was completed with no reported injury.